Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the pins of the mayfield modified skull clamp (a1059) slipped causing patient scalp laceration during a spinal procedure. It is unknown if the device failure led to a delay in surgery. Additional information has been requested.

Event description:
N/a.

Manufacturer narrative:
Unique device identifier (UDI): (B)(4). Mayfield skull clamp was returned for evaluation. Evaluation found no device deficiencies that would have contributed to the reported complaint. Repairs could not duplicate slippage. The device is beyond integra's 7 years recommended life cycle (manufactured in 1997). No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.